Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
In mw (B)(4), and in following information reported directly to olympus, a piece of a needle was found in a patient. Events as follows: the interventional pulmonary (ip) md performed flexible bronchoscopy with endobronchial ultrasound guided tissue needle aspiration/biopsy on [redacted date] with 19-gauge olympus needle and procedure was uneventful. The patient had CT chest on [redacted date] as a routine checkup for her history of lung cancer and a small foreign body was noticed and patient was completely asymptomatic from that perspective. The same ip md took patient back to the or on [redacted date] for foreign body retrieval and repeat endobronchial ultrasound guided tissue needle aspiration/biopsy for her hx of lung cancer. The foreign body was retrieved and was not causing any harm to the airway and her ebus tbna for lung node was performed. The customer was contacted for additional details regarding the patient and reported event with this response: ¿unfortunately I do not have any of the information about the ebus needle that was used as the case was in the or. This was briefly brought to my attention the other day so I can try to ask the or if they recorded any of the information, but this happened a few months ago so not entirely sure what information I am going to be able to get for you." This device is not available for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported issue was due to the device experiencing excessive resistance and/or stress. Although the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.